Event description:
Customer reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level, as values remained within the normal range. Cts instructed the customer on techniques to operate the button and assisted with removing the pump from its case, but the issue persisted. Therefore, a replacement pump with updated software was arranged for the customer, including guidance on returning the faulty pump and potential training through their tandem source account.